Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, although the brainlab device worked as intended, there is no indication of a malfunction of the device. The corresponding measures to reduce this already anticipated risk to be as low a reasonably practicable are in place. There was neither serious injury nor any negative clinical effects to the patient reported to brainlab by the hospital. According to the results of brainlab investigation, the root cause for the inaccuracy is, that during the registration of the patient, the navigation software did not find a match between the virtual display of the preoperative image datasets and the actual patient anatomy that was as accurate as desired for this specific surgery. The reason for the insufficient match is most probably a shift of the registration markers between the situation during the CT scan and the actual surgery, caused by skin shift. There is no indication of an error or malfunction of the brainlab device, the device worked as intended. In this specific case, the inaccuracy between the information displayed in the navigation system and the actual patient anatomy had been detected during required accuracy verification by the user. The surgeon decided to continue the surgery with the aid of navigation, despite the detected inaccuracy. The brainlab navigation system solely provides assistance to the surgeon and does not substitute or replace the surgeon's experience and/or responsibility during its use. Brainlab intends to offer additional training to this hospital.

Event description:
A cranial biopsy was planned to be performed with the aid of the brainlab cranial navigation system. In preparation of the surgery the patient had a CT scan with brainlab navigation markers attached, to be used for patient registration in the actual surgery. During the actual surgery the surgeon: loaded the CT scan and performed the initial patient registration. Verified the registration result and detected a shift of about 5 mm between the information displayed in the navigation system and the actual patient anatomy. Performed two additional registration attempts with the same result. Decided to accept the registration result, despite the detected inaccuracy of ca 5 mm. Planned the incision with the aid of a pre-planned trajectory displayed in the navigation system and drilled the burr hole. After drilling realized that the pre-planned trajectory is not adequate and accordingly planned a second trajectory. Enlarged the burr hole for the second trajectory, inserted the biopsy needle with the aid of brainlab navigation and took a sample. Visually analyzed the sample and determined it to be healthy brain tissue. Planned a third trajectory and took another biopsy sample, which visually appeared to be tumor tissue. Closed the patient. According to the pathology results, also the sample obtained with the third trajectory was healthy brain tissue. An additional surgery had to be performed three days later for this specific patient. There have been no negative clinical effects reported by the hospital for this specific patient due to this issue.